Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the catheter was observed crossed by the needle component. Although the product picture was blurred, it was possible to identify that the catheter was contaminated with blood and that the needle protector in the picture was not a bd product component. An exact cause could not be determined for this incident. It is possible that it resulted during use of the product, when the 360-degree rotation of the catheter was performed during puncture, the catheter may have been pushed forward resulting in a transfixed catheter during puncture. It is also possible that this resulted from product assembly, due to a vision system failure, the catheter could have become transfixed and released to the customer; however, this would have rendered the product unusable. A corrective and preventive action plan has been initiated for this issue of needle through catheter to further investigate and prevent any reoccurrence.

Event description:
Additional information received on 16 apr 2024: please indicate batch number:unidentified. Has there been any harm to patients/health professionals? No. Was another device necessary/used to complete the procedure? Yes. How was the procedure completed? Using another input. Quantity affected. Reported 3. Is the sample contaminated, if yes, report the substance. No.

Event description:
It was reported that bd insyte catheter split during insertion process the following information was provided by the initial reporter translated from spanish to english: on thursday, april 4, venipuncture was performed on a patient with catheter 22 of the bd brand, the puncture was not effective, when the catheter was removed, it was found that the helmet (plastic part is split in two).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.